Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese.(body mass index greater than 40 kg/m squared). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used and a suture break occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.